Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed an increased charge time of 28 seconds. Several manual capacitor reforms were completed, and the charge time decreased to 22.3 seconds. The elective replacement indicator was not triggered.